Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-07. The customer discarded the leads. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-19. The rep has the ins and will return it. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the battery had a reduced capacity due to overdischarge. F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-22. The two leads were replaced on (B)(6)2019. An impedance check was within normal limit once replacement was complete. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-sep-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient last felt stimulation and last charged the ins successfully before (B)(6) 2018. The reason the patient had not charged their ins was because they had moved and they could not locate their recharger. On (B)(6) 2018, the patient could not charge the ins due to a loss of telemetry between the ins and the recharger. They were redirected to see a doctor to have the device checked to determine if it had gone into overdischarge. Additional information was reported that the patient let their battery go into overdischarge because they did not recharge for 7 months. The rep is going to set up an appointment to try and restart the patient's ins. The issue was not resolved at the time of the report. No further complications were reported. Additional information was received from the rep. The rep reported they asked the patient to schedule an appointment with the doctor so the device could be checked to verify the suspected overdischarge and to resolve the loss of stimulation. As of (B)(6) 2018, the patient had not yet scheduled the appointment. No further complications were reported or anticipated. Additional information received from the patient via a manufacturer representative (rep). It was reported that the patient moved in (B)(6) 2018 and lost their recharger so the ins was overdischarged. The patient was unable to recharge. The patient also mentioned she had a couple of falls and the stimulation wasn't quite the same when the battery was overdischarged. The rep tried to do a pmr in (B)(6) 2018 and was unable to get to por to start recharging. The battery was replaced on (B)(6) 2019. The rep checked impedances and one lead was over 40,000 and the other lead had 4 of 8 electrodes over 40,000. The physician opted not to revise the leads during replacement. The stimulation was turned to hd after replacement to see if the patient was able to get some relief. The patient will need to be scheduled for a lead revision at a later date. No further complications were reported.